Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose. It was stated that the customer was experiencing high blood glucose for the past week. Troubleshooting was performed. Reviewed the programming, time, and date on the insulin pump and found that the time was off by ten minutes. It was stated that the customer had to rewind the insulin pump and troubleshooting could not continue. No further information was provided.